Event description:
It was reported that during percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. After dilatation with a non bsc balloon catheter, 2.50x20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. Despite several attempts, the issue was not resolved. After the device was removed from the patient, edge of the stent was found to lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).